Event description:
Report received from provider indicated that the pt was connected to a synchrony s/t device with the user settings of 12/5, rate of 10, in conjunction with a 10 psi air bleed from a heated humidifier as well as a 3.5 lpm 02 bleed in. Pt was invasively being ventilated via a trach tube. Pt was hospitalized with respiratory distress. It is reported by the homecare provider that the family members set up the pt incorrectly on the device.